Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement, self test and the delivery accuracy test at 0.0871 inches. No unexpected drive or motor anomaly or insulin flow blocked alarm or no under delivery anomaly noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering insulin. Customer stated that they did displacement test and tried to place a bolus the pump did not deliver at all they did motor self-test and noticed that the pump's piston did not all the way up or down was like stock and the no reservoir message did not showed at all in the pump's screen. Customer stated that the insulin pump had low reservoir alarm. Customer was able to clear alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.